Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Flashing image from time to time due to the video cable is broken and therefore stripes in image occur. However, reported failure, the handle is hard (after sterilizing the rubber of the handle gets sticky), was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube has a dent, and the fiber bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displays a flashing image from time to time and that the rubber of the handle gets sticky after sterilizing it. There were no reports of patient involvement.